Event description:
It was reported that there was an explant planned for (B)(6) 2013. It was noted that there was a suspected 1st overdischarge. Symptoms included less than 50% therapy relief at an unknown location. A physician mode recharge was not performed. The patient stated that the device had been discharged for some time but approximate date was unknown. The patient stated they quit using it because the programs only covered certain areas on certain programs. For example: the patient¿s back but not the legs, the legs but not the feet, the buttocks and top of legs but not the back. The patient further stated that it had been a long time since the device was programmed and the approximate date was unknown. The manufacturing representative explained to the patient that they could get the implantable neurostimulator (ins) back to power and attempting reprogramming for better coverage of painful areas. The patient stated that they would think and pray about it over the weekend but would likely have the device removed. Additional information received reported that the overdischarge was confirmed. It was noted that a replacement was performed. The manufacturing representative and prior to starting spent a little time trying to pmr patient¿s device without enough time to complete. The patient was taken to the operating room prior to completing the pmr, placed on the table and the device pocket was opened, leads connected to a multilink trialing cable (mltc) and almost full coverage of patient¿s painful areas was obtained. The patient decided to keep the device. The healthcare professional (hcp) decided to go ahead and replace the ins with a different model. The patient was recovering well post operation with almost full coverage of painful areas.

Manufacturer narrative:
Concomitant products: product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3487a-45, lot # v474740, implanted: (B)(6) 2011, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37092, lot # 273040001, implanted: (B)(6) 2011, product type accessory; product ID 3487a-45, lot # v563740, implanted: (B)(6) 2011, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that the battery had a reduced capacity due to overdischarge. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 14. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 3 hours and 50 minutes. The battery charged from 3.070v to 3.770v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.